Event description:
The customer observed falsely decreased white blood count (wbc), hemoglobin and red blood cell (rbc) results generated from alinity hq processing module for multiple patients. The results provided were: on (B)(6) 2026 sid (B)(6): 39yrs old male: wbc=8.15 10e3/ul /repeated =2.35 10e3/ul rbc=5.63 10e6/ul /repeated=2.85 10e6/ul hgb =16.6 g/dl /repeated=7.79 g/dl platelet=250 10e3/ul /repeated=129 10e3/ul. On (B)(6) 2026 sid (B)(6): 71yrs old female: wbc on alinity hq 0446=6.68 and 6.90 10e3/ul /on alinity hq 0477=2.91 10e3/ul. Rbc on alinity hq 0446=4.61 and 4.63 10e6/ul /on alinity hq 0477=2.61 10e6/ul hgb on alinity hq 0446=14.1 and 14.1 g/dl /on alinity hq 0477 =6.93 g/dl platelet on alinity hq 0446=278 and 282 10e3/ul /on alinity hq 0477= 156 10e3/ul there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.